Event description:
Same case as MFR report #: 3005099803-2008-06856. It was reported that during an esophageal stenting procedure, an ultraflex esophageal stent was difficult to place and a second stent suture broke. The physician positioned the first ultraflex esophageal stent, but found it to be too close to the pt's stomach. The physician attempted to reconstrain the first stent to reposition it by grasping the suture cord with a biopsy forceps. However, the physician also grasped a portion of the esophageal stent with the forceps. Pulling on the suture cord and the stent portion resulted in deployment of the ultraflex stent. The physician then attempted to place a second ultraflex esophageal stent, but the suture cord fractured and the stent did not deploy. The second ultraflex stent was retrieved using forceps without issue. The procedure was then completed with another device. There were no pt complications as a result of these events and the pt was reported to be "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.